Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Customer samples were tested and no defects were detected. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that leakage of blood occurred from the tubing above the connector with a bd vacutainer® push button blood collection set with pre-attached holder. This occurred on (B)(4) separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: hospital found leakage of blood from the end tubing and above the connector directly as its clear in an attached pic with lot no.8283765, reported that same issue happened with (B)(4) phlebotomists.

Event description:
It was reported that leakage of blood occurred from the tubing above the connector with a bd vacutainer® push button blood collection set with pre-attached holder. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: hospital found leakage of blood from the end tubing and above the connector directly as its clear in an attached pic with lot no.8283765, reported that same issue happened with 3 phlebotomists.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Customer samples were tested and no defects were detected. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product bd has initiated further investigation relating to this issue through CAPA 1396080. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Medical device type: fmi, jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage of blood occurred from the tubing above the connector with a bd vacutainer® push button blood collection set with pre-attached holder. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: hospital found leakage of blood from the end tubing and above the connector directly as its clear in an attached pic with lot no.8283765, reported that same issue happened with 3 phlebotomists.